Manufacturer narrative:
The suspect device has not been returned for investigation. Most likely the issue could be due to the o2 (oxygen) supply pressure drop. The logs shows that 27/05/2022 11:50:58 (device time) ventilation is on and the next environmental datagram shows that the supply pressure falls to 0 bar from 3.38 bar. There are no dosing related alarms visible on the logs. No failure was detected and the unit functioned as designed. Results of investigation: the root cause was determined due to user fault as no alarm/ failure found on logs.

Event description:
The customer reported bellavista1000 us having alarm 271 - "o2 supply fail - no o2 dosing possible" error while on patient. Furthermore, there was no patient harm reported associated with the event.